Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath was found to be leaking. Multiple manual attempts were made to fix the valve issue, but they were unsuccessful. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. We are unable to provide the unique identifier (UDI) and other specific product information.